Event description:
The customer reported the ventilator screen went blue then inop. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The failure investigation (fi) lab received the sensor pcba for evaluation. Visual inspection of the returned sensor board revealed no evidence of damage or contamination. The sensor pcba was tested into the fi test ventilator. A functional integrity on ac power and backup battery test was performed. No failures were identified; therefore, the reported problem could not be confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause of the reported issue could not be determined due to no problem found.